Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the physician¿s office would be following up with the patient on (B)(6) 2018. It was planned for the nurse to shut down the peripheral leads first and see if the patient still got the sensation that the ins turns on and off; then they would shut off the epidural lead to see if the impedances subside. If there was no change in doing so the physician was possibly going to go in and revise the leads and extensions to see if that resolved the issues at hand. The rep had no further information available at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the impedance issue was resolved. There was a short circuit in the 8-15 lead therefore ins was not holding a charge and was also giving the patient intermittent stimulation. The patient went home and was getting great stimulation coverage in their areas of pain and also clearing out the short that was causing the ins to deplete in less than 10 hours of use. The rep will continue to check in with the healthcare provider (hcp) to ensure the short doesn't occur again. The electrode impedances as well as current group impedances were all checked before the patient left the office and were cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the cause of the intermittent stim/impedance/short circuits and the ins depleting quickly was undetermined. Patient was seen on (B)(6) 2018 and impedances were found to be within normal limits. Stim was also reprogrammed. Patient indicated no problems and recharger was able to recharge without difficulty. Stim was working well when patient left office on (B)(6) 2018 and was instructed to call for any problems. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) and from the patient on 2018-mar-08. The rep stated that they ran an impedance test and values for 4, 5, 9, 12, and 13 were greater than 10,000 ohms. They re-ran the impedances then only 9, 10, and 12 were greater than 10,000 ohms. The rep ran a group impedance with the current program in which electrodes 1, 2, and 3 were active. The result was 681 ohms. Earlier the rep ran a group impedance with another set of programming and a3 was at 12 ohms. After seeing it was low they deleted a3 but all electrodes on the 1x8 lead were active within that program. The patient claimed that 10 days ago their stimulation was working but now they are charging for 5 hours and do not get a complete charge. The patient claimed the battery heats up at the pocket and was irritating their skin. The patient claimed that the battery is shutting off and then it will come back on. The implantable neurostimulator (ins) was implanted abdominally and when they touch the left side the patient feels stimulation surging. This has been an ongoing issue when the patient will come in and impedances will be normal and other times the impedances are outside the normal range. Technical services reviewed that these symptoms can be related to a problem with impedances like a short or an intermittent problem with impedances. The rep programmed with electrodes that were not out of range and will review therapeutic effect with the patient. The rep will also review the possibility of a need to a procedure to replace components. The rep stated that they already submitted a report regarding the events involved with this patient. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37082-40, (B)(4) implanted: (B)(6)2009 explanted: (B)(6)2018 product type extension. Product ID: 3708240, (B)(4), implanted: (B)(6)2018 explanted: product type extension. Product ID 37713, (B)(4), implanted: (B)(6)2009 explanted: (B)(6)2018 product type: implantable neurostimulator. Product ID: 3888-56, lot# v181443, implanted: 2(B)(6)009 explanted: product type lead. Product ID: 3888-56, lot# v181443, implanted: (B)(6)2009 explanted: product type lead. Product ID: 3777-60, (B)(4), implanted: (B)(6)2009 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the implant was ¿malfunctioning¿ because one of the leads malfunctioned where it was connected to the extension. The patient reported that they this out in the doctor¿s office. The patient reported that she wasn¿t getting coverage in the thoracic spine area because of it. The patient reported that she forgot the pain from not getting coverage in the thoracic area because her kidney stone pain was so high. The kidney stone was confirmed to be unrelated to the device or therapy. The patient reported that she was on pain medications and didn¿t feel the pain in the thoracic area anyways. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension. [Refer to manufacturer report 3004209178-2018-00550 for details pertaining to the reportable related event.] If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the rep regarding a patient with an implantable neuro stimulator for non-malignant pain. It was reported that the hcp had a difficult time with getting the extension out of the header block of the old ins. First it was stuck and could not remove it smooth, then finally removed it and the ipg (0-7) socket looked rusted. Rep said the header block looked rusted and the extension electrode looks like it been flatten. Then hcp had difficulty inserting the lead/ end portion into the new ins. Hcp has tried using sterile water to lubricate and he has tried torquing/twisting motion while inserting but still won't work. Rep was told if the hcp cannot insert the extension then he may need to replace the extension. The damage was caused during the procedure. The old extension was replaced and the rep will send out the extension as well as the ipg for analysis due to the rust in the socket. Rep indicated that once the extension was replaced everything else was ok. Impedances were checked and only 2 electrotodes were out of range. They were not the ones on the extension. The rep indicated the out of range electrodes were cleared up after the physician cleaned up the distal connections at the time on the implant before physician closed incision. At this time it is not known what the reason for the out of range was, possibly fluid buildup. This updated information was discussed with the physician office already. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that they were not currently with the patient or hcp, but saw the patient in the office today as their stimulation was cutting in and out in the thoracic area. It was reported that the nurse was seeing intermittent and inconsistent impedances, specifically short circuits on contacts 8 and 15 (peripheral nerve stimulation). It was also reported that the patient¿s ins battery was full yesterday, but today it was stated that it needed to be charged (2018 (B)(6)). It was reported that the patient had been recently implanted with a new ins and extension. The patient was seen today for follow-up form the surgery. Impedances were run prior to the call and inconsistent shorts presented themselves on contacts 10/12 and 13/14, but they seemed to be moving around. The rep indicated that the two quad leads were placed in the sacral region for peripheral nerve stimulation. It was also presented that the patient was feeling inconsistent stimulation in the thoracic region (which was where the percutaneous octad lead was located). It appeared the impedances were normal in that location. It was reviewed to run a group (therapy) impedance measurement and to take impedances in various rom or positions, but the rep was not with the patient at the time of the call to due further troubleshooting. It was discussed programming around the out of range combinations. It was reviewed to turn stimulation off for the quad leads to see if the patient was still feeling ¿intermittent stimulation in the thoracic region¿. If so, it was reviewed to try to determine the position in which they occurred and then to check the impedance in that position to see if anything changed. It was then reviewed that they could turn off the thoracic side and just run with the quad leads and do the same thing. It was reviewed to change programming on the quad leads to see if they saw a difference. It was noted that the healthcare provider had difficulty removing the leads from the header block on 2018 (B)(6), because it was all ¿rotted out¿. It was stated that this led to the extension being removed as well as the ins. It was noted that the healthcare provider (hcp) didn¿t test the lead in the mltc (multi-lead trailing cable) at the time of the surgery as requested by the rep to ensure the leads were in tact, as the previous ins was dead and could not be interrogated prior to surgery to replace it. The rep indicated that they saw a short circuit in the operating room on 2018 (B)(4), but when the patient was in post-operation it was gone. It was reported that it was now (2018 (B)(6)) back again, but moving around. No further complications were reported/anticipated.